Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Rxsight was informed of a report that a posterior capsule tear occurred during implantation of the light adjustable lens+ (lal+, (B)(6), +22.5d). A vitrectomy was performed, and the lal+ was placed in the sulcus.